Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a150101 captures the reportable investigation finding of stent failure to expand. Block h10: an axios stent was received for analysis; the delivery system was not returned. Visual examination of the returned device found the stent fully deployed. A dimensional inspection was performed, and the stent dimensions did not meet specification. No other problems were noted to the stent. Based on the available information, the reported event of the first flange could not be opened, followed by deployment of the second flange could not be confirmed as the stent was returned fully deployed. Therefore there is not enough evidence to determine the most probable cause of the observed problem of stent failure to expand. Furthermore, the investigation findings do not lead to a clear conclusion about the cause of the reported event; therefore, the most probable cause was unable to be established. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the size of the scope used was 3.2 mm working channel. The axios stent and electrocautery- enhanced delivery system instructions for use state, the working channel of the scope should be 3.7mm or larger. The stent is not compatible with a scope with a working channel size of 3.2 mm.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a 7cm pancreatic pseudocyst during an ultrasound endoscope guided resection and drainage stent implantation of pancreatic pseudocyst procedure performed on (B)(6) 2024. During the procedure, the stent was unable to be deployed and was removed from the patient fully covered by the outer sheath. The procedure was completed using another axios stent. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR reportable event based on the investigation results which revealed that the stent did not fully expand. Please see block h10 for full investigation details. It was reported that the size of the scope used was 3.2 mm working channel. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the working channel of the scope should be 3.7mm or larger. The stent is not compatible with a scope with a working channel size of 3.2 mm.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a 7cm pancreatic pseudocyst during an ultrasound endoscope guided resection and drainage stent implantation of pancreatic pseudocyst procedure performed on (B)(6) 2024. During the procedure, the stent was unable to be deployed and was removed from the patient fully covered by the outer sheath. The procedure was completed using another axios stent. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR reportable event based on the investigation results which revealed that the stent did not fully expand. Please see block h10 for full investigation details. It was reported that the size of the scope used was 3.2 mm working channel. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the working channel of the scope should be 3.7mm or larger. The stent is not compatible with a scope with a working channel size of 3.2 mm.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a150101 captures the reportable investigation finding of stent failure to expand. Block h10: an axios stent was received for analysis; the delivery system was not returned. Visual examination of the returned device found the stent fully deployed. A dimensional inspection was performed, and the stent dimensions did not meet specification. No other problems were noted to the stent. Based on the available information, the reported event of the first flange could not be opened, followed by deployment of the second flange could not be confirmed as the stent was returned fully deployed. Therefore, there is not enough evidence to determine the most probable cause of the observed problem of stent failure to expand. Furthermore, the investigation findings do not lead to a clear conclusion about the cause of the reported event; therefore, the most probable cause was unable to be established. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the size of the scope used was 3.2 mm working channel. The axios stent and electrocautery- enhanced delivery system instructions for use state, the working channel of the scope should be 3.7mm or larger. The stent is not compatible with a scope with a working channel size of 3.2 mm.